Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010 and suture was used. The needle broke at the swage when the surgeon grasped it with forceps to try ligation in laparoscopic surgery. The fragment fell down into the thoracic cavity of the patient, but it was found and removed rapidly. Another like product was used with no adverse patient consequences.